Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s death is unknown. There is no allegation or indication that a malfunction of a da vinci system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system logs associated with the reported event cannot be performed since the event date is unknown. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, a patient allegedly expired. Although there is no claim that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the patient¿s death is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date for is not applicable. Field is blank because the product is not implantable. Field is not available at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure performed on system serial #(B)(4) and on an unspecified date, the patient expired. No further clinical information was provided. The following information is unknown: the event date, what type of surgical procedure was performed, the patient's medical history, what intra-operative complications (if any) occurred, and the cause of the patient¿s demise. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. There is also no indication that a da vinci surgical system was used not as intended.